Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the study "in vivo serum titanium ion levels following modular neck total hip arthroplasty 10-year results in 67 patients" reported 190 cases of profemur e with profemur titanium mod neck. Of these cases there were 11 cases that had elevated titanium ion levels. There are no revised products mentioned in the study.